Manufacturer narrative:
Due to character limitation in e1 for event site name and event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was down with screen problem and shaking. There was no patient harm reported.

Manufacturer narrative:
Updated fields- b4, d9, g1 (contact person ¿ mfg site), e3, g3, g6, h1 h2 , h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that the cs300 intra aortic balloon pump (iabp) was experiencing a distorted display. There was no adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse troubleshoot the display and narrowed down the issue to the display and pcb, keypad controller. Both were replaced and the unit passed all functional and safety tests and was cleared for clinical use.